Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of intermittent telemetry and attributed it to the radiofrequency (rf) connector on the link electronic module (lem) being loose. The telemetry indicator lights become intermittent when the rf head connector is "wiggled." It was further noted that one latch tab was broken off of the power cord bay door. The programmer was to be scrapped due to a lack of available replacement parts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the programmer was able to interrogate only intermittently, that the radiofrequency (rf) programmer head would initially show all green lights but that they would then disappear and it was not able to complete the interrogation and that this occurred with both pacemakers and automatic implantable cardioverter defibrillators. Follow-up determined that the rf head was not changed out as part of the troubleshooting process and therefore the complaint will be on both the programmer and the accompanying head pending analysis. It was further reported that the programmer's rear door needed to be replaced. Both the programmer and the rf head were returned for service. No patient complications have been reported as a result of this event.